Event description:
It was reported that during attempted insertion of the iab, difficulty was encountered passing it through the sheath. Because of this, the iab was removed and replaced. There were no patient complications.